Event description:
The customer reported that the pump does not beep anymore when they bolus. The customer tried to change the batteries with no success. However, the self-test passed, but the audible could not be heard.